Manufacturer narrative:
The device was returned and evaluated. It was confirmed that part of the microtip needle had separated from the rest of the handpiece. The fracture site did not immediately indicate a specific cause for the failure. Testing and disassembly of the device did not reveal any further anomalies or defects.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece and was retrieved from the patient. The procedure was completed with another handpiece. There were no patient complications.